Manufacturer narrative:
Device evaluation: the customer's complaint was verified. The tc200us was not producing an image. The customer returned the following devices, which were all tested together: tc201us, tc200us and tc301us. The returned tc200us unit had an iml/display port connector that was extremely dusty with debris. This connector was cleaned by blowing out the loose debris with compressed air, and then lightly scrubbed with alcohol and nylon brush. After iml/display port cleaning, the display module was tested and then produced solid images, and cable manipulation was unable to impact the image quality. The cause of the issue was determined as improper sterilization/cleaning by the customer. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "units are going black/blank when a camera is plugged in. Cut out in middle of procedure". No negative impact in state of health reported.